Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had true ventricular tachycardia (vt) where therapy was not delivered by the cardiac resynchronization therapy defibrillator (crt-d) as detection was held off by an onset feature. The feature was programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.